Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
It was reported that the device had a touchscreen calibration failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips service field engineer (fse) was assigned to evaluate the device and the issue was confirmed and traced to a faulty touchscreen. The fse replaced the touchscreen and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required.